Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) was generating from k8 of the drive manifold. No health damage was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h11. Corrected field - b5, h6 (investigation findings). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, abnormal noise was generated from k8 of the drive nanny hold, so the drive manifold was replaced. Performed work based on the service manual. Results were good. The failure analysis and testing department received the following part associated with this complaint: drive manifold assembly this part was received with a reported unit failure condition described as abnormal noise during operation. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. The drive manifold assembly was installed into the cardiosave test fixture and tested per the cardiosave service manual the fat department performed standard operational tests and observed the following: an abnormal mechanical noise was detected during the solenoids test sequence (solenoid k8 functioned abnormal). During pumping of the cardiosave test fixture, an abnormal noise coming from the drive manifold assembly was again observed. The fat department verified the failure message of abnormal noise. The drive manifold assembly failed testing.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) was generating abnormal noise from k8 of the drive manifold. No health damage was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, abnormal noise was generated from k8 of the drive nanny hold, so the drive manifold (0104-00-0031) was replaced. Performed work based on the service manual. Results were good.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: d4(UDI).

Event description:
N/a